Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jxe2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient stated she had the ins (stimulator) implanted due to bladder pressure resulting from interstitial cystitis. The patient mentioned aching at the implant site and stabbing pain in her vagina. She stated she felt the lead location "shift" a week ago. She stated healthcare provider does not want to address the issue and that he told her she has lower back issues which were causing the problems. The caller stated her family hcp (healthcare provider) performed cat scans which show no lower back issues. The patient stated she knows there was a pocket of fluid around the ins and that her lead has shifted. Additional information received reports there was a fifty percent or greater symptom reduction. It was confirm that the lead and the programmer were the components involved in the reported event. It was noted the patient complains of right and left gluteal pain which started after her procedure. It was reported that an ultrasound CT pelvis of lower back was performed. The patient was referred back to the urology service per the patient history. It was noted a few adjustment to her device were made. It was noted that the event cause was determined and it was device related. The patient had pain at insulation site of device radiating down legs. It was noted unknown level as the patient continue to have pain. This procedure was performed by another healthcare provider, he need be to informed about the patient device and interrogation. Should contact his office since he has not communicated with our office regarding the patient recent visit.

Event description:
It was reported that the patient started feeling pressure over the past few days. The patient had pain/issues with stimulation a day before reported event date. The patient said she was feeling pressure over the past few days. The patient increased the device to .9 amplitude two days before reported event date. The patient was having diarrhea two days before reported event date and this sometimes irritates her bladder. The patient said the night before reported event date she went to the bathroom 5 times. The patient said she got up the night before reported event date to use the bathroom and when she was trying to get up she felt like someone took a red hot poker and jabbed it into her glut about 1.5 inches below the implant/incision. The patient then felt a tearing pain way below (4-5 inches below) the incision and the pain went down her buttocks. The patient said when she tried to move the pain was worse. The patient described the sensation as stinging, searing, tearing pain. The patient said she stopped moving for ten minutes and the sensation started to relieve itself. The patient then tried to get up again and the stinging, searing, tearing pain went all the way down to her knee and she was feeling the red hot poker pain 1.5 inches below the implant/incision. The patient has called her hcp (healthcare provider) office and was directed to contact manufacture because no physician was in the office today. Additional information received reported that the patient has pain. The patient went to see healthcare provider last (B)(6) and he changed the program from 1 to 4 adjusted the stimulation. She explained the pain she was having and healthcare provider told her that was a normal feeling. She told him when he changed the program she felt like something was stabbing her with a knife in her rectum and vagina. Caller states she ended up in the ER (emergency room nine days before reported event date) the hcp (healthcare provider) touched the incision site and she "flew through the roof it hurt so bad." They gave her some pain meds and told her to follow up with her healthcare provider. She followed up with her primary healthcare provider seven days before reported event date, he sent her for an ultrasound and blood work. The blood work was negative and the ultrasound showed fluid behind the ins (stimulator) so they had her do antibiotics and took her off work for a week to see healthcare provider. The patient see healthcare provider three days before reported event date then seen patient and changed the program to 3. The patient explained the pain in her hip and he said it can take 6/8 weeks to heal and said the fluid pouch was just the body protecting itself. The patient explained the pressure in her bladder and the healthcare provider states she needs to turn it up. The patient told hcp she can¿t turn it up because she feels she was getting stabbed with a knife, the healthcare provider told the patient that was something she has to get used to and over time the body will get used to it. The patient mentions to the hcp when she was on the trial she didn't have the pressure or the sharp stabbing pain. The healthcare provider told the patient "when the trial was put in they fry the nerve and so that was why she was not getting the pain or pressure." The patient currently had bladder pressure it gets worse at night. The stabbing pain especially when she tries to walk or laydown. The healthcare provider told her to go back to work and she feels her primary healthcare provider takes her pain seriously putting her on nacro and doing a CT scan to see why she was hurting around the ins(stimulator). Caller states the pain was horrible when she was taking short trips in the cars she passes out. Caller mentions being on program 4 at 7 she waited 2 days and turn it down to .6 then waited for another 2 days and turned it down to .5. When she talked to her hcp he told her the reason why her bladder was going downhill was cause she turned it down. Caller informed hcp the pain was preventing her from walking, working and living. Additional information received reported that the patient has been calling because she had had problems since implant.((B)(6) 2014) the patient states she was not getting proper stimulation and getting pain on many different levels. The patient states it seems as though the lead has moved because the patient was now getting the impulses in a different location. The patient states today her family physician was sending the patient for a cat scan for the pelvic area and the lombard area and he believes when they did the implant they either cut the nerve or put it on the nerve and has not yet referred the patient to another urologist and told the patient if it continues the patient should follow up with healthcare provider. The patient states she has gone back to healthcare provider twice and has been told there was nothing wrong and the patient just has to get use to the pain and move on. It was noted the pressure in the bladder, the device was supposed to take care of was getting worse. The patient states having sharp, tearing pain at the implant site. The patient states the lead at the other location has been sending the patient stabbing pain, like a digital rectal with a knife blade, it was a sharp horrible stabbing pain there too and the urologist says its normal , get use to it. The patient states feeling the pain in the rectal and vagina area. The patient has even been to the ER and when the ER doctor went to touch the implant site the patient went through the roof. The patient states the same issues have been happening since implant. The patient states healthcare provider has changed programs from 1 to 4 and then program 4 to 3 and keeps telling the patient these pains were normal and the patient needs to get back to work. The patient states she can barely walk. The patient states she last see healthcare about a week ago. The patient states today she was going in for a cat scan and the family healthcare provider will be reviewing it. The patient was asked if they was in so much pain, has she tired turning off the stimulator and the patient states she was told not to ever turn it off. The patient states her interstitial cystitis was so bad that when she does not have on the stimulator patient sits on the toilet for 9 hours crying until she passes out and then climbs in bed for 2 hours to sleep. The patient states it was a tradeoff of pain. The patient states when they did the trial , it was magic. It was amazing, it did not hurt and was just a gentle tapping, and the pressure was gone . The patient states she has even tried turning it down at one point because the stabbing pain was so bad and healthcare provider told the patient it was because the patient turned it down. The patient states she does not know what to do. Additional information received reports the patient had some cat scans done because the healthcare provider, the urologist that implanted the device, believed that her lower back was the issue and the cat scans proved that there was nothing wrong with her lower back. They did find a benign tumor in her left pelvic area that doesn¿t have anything to do with what¿s going on. The patient also now was having problems with not only the right, but the left side as well. Right at the site of the incision where they placed the electrical lead, she was having a lot of pain that is shooting down into her hip. The primary healthcare provider said it¿s his opinion that the machine should come out. The healthcare provider put her on work restrictions. The patient was in so much pain that she doesn¿t know if she can even follow the restrictions. The patient said she does not have a urologist to go to yet. It was noted that the patient was in ¿a whole lot of pain.¿ it was noted that this issue was causing ¿a major snowball in her entire life¿.